Manufacturer narrative:
Product event summary: product ID# 4968-25. A proximal portion was received measuring 16.5 cm. A distal portion was received measuring 9 cm. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the lead had high thresholds. The lead was adhered to the heart and was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4968, implanted: (B)(6) 2004. (B)(4).